Manufacturer narrative:
The device was tested by a manufacturer service technician and the device was found to be operating within specification.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device failed for heat. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device failed for heat. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.